Manufacturer narrative:
Device evaluation summary: the monitor sn (B)(4) and electrode belt sn (B)(4) have not been yet been recovered from the field for evaluation. An initial device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient experienced an appropriate defibrillation event. It was reported that the patient was admitted to the ICU several days prior to the event due to a decompensation of the chf. The patient was lying in bed in the ICU at the time of the treatment. It was reported that the facility staff and a doctor witnessed the event. The patient did not regain consciousness after the treatment and the staff removed the lifevest and continued resuscitation attempts. Per review of the event, the device detected vf at 01:23:51 pm on (B)(6) 2017. A treatment was delivered at 01:24:55 pm. The post-shock rhythm remained vf. The electrode belt was removed at 01:26:31 pm. It was reported that the patient passed away around 01:40 pm while not wearing the device.